Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that his blood glucose was elevated to 190 mg/dl. His normal blood glucose is around 100 mg/dl. He stated it was taking a long time for his blood glucose to decrease and he removed his infusion site. The cannula of the headset was bent in an "l" shape. He stated that the headset was in use for 1.5 days. Further attempts to follow up with the pt were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. The patient discarded the alleged infusion set. No product will be returned for evaluation.